Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The product investigator found the inverter board burned and when powered on a burning smell was noted as it was continuing to heat up. The inverter board was replaced.

Event description:
A patient reported that the cycler's screen had gone blank and there was a burning smell. The cycler was replaced. There was no adverse event reported. During evaluation it was reported that there was evidence that the inverter board on the front panel assembly was heat damaged.